Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 600 mg/dl and vomiting. Cause of elevated bg level was unknown; however, customer suspected the cause could possibly be scar tissue from the non-tandem infusion set; however, customer was not certain. Bg was treated with fluids and manual insulin injections. Reportedly, customer left the ER 3 hours later with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 600 mg/dl and vomiting. Cause of elevated bg level was unknown; however, customer suspected the cause could possibly be scar tissue from the non-tandem infusion set; however, customer was not certain. Bg was treated with fluids and manual insulin injections. Reportedly, customer left the ER 3 hours later with the issue resolved and no permanent damage.